Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-05043 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-05043. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D10: concomitants: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5. (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, this patient had right knee replacement (B)(6)2017. She had right knee revision (B)(6)2023, approximately 5 years 10 months after their initial implantation. Postoperative diagnosis: failed right total knee polyethylene due to premature poly wear and poly recall with osteolysis and loosening of the femoral and tibial components. There was found to be a grossly loose femoral component with a loose tibial component with moderate amount of osteolysis on the back side of each component. There was no cement adherent to the femoral component. All of the cement remained on the distal femur. There was a mild amount of osteolysis behind the cement mantle. There was a severe amount of polyethylene wear within the tibial polyethylene and there was encapsulated polyethylene debris of the synovium. A complete synovectomy was performed. There was a well-fixed patellar component. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-010-01-0335 - logic femoral ps cem right sz 3.5; (B)(6), 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6), 204-70-00 - tibial stem ext. Screw.